Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box and alarm history showed several ¿(B)(4)¿ slave processor communication error alarms. The battery compartment and cap were undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly with no ¿(B)(4)¿ alarm occurring during the investigation. Investigators were unable to duplicate the ¿(B)(4)¿ complaint. The pump¿s cover was removed, and no intermittent conditions were found to the printed circuit board or to the cgm module.